Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer failed to open when the user tried to issue oxycontin 10mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remotely accessed the cabinet and found no issues with the drawers. The drawer opened successfully during testing and also opened correctly when the user attempted to issue again. The system functioned as intended after the technical support specialist verified the device.